Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information provided, a cause for the partial clip detachment/incomplete coaptation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip detachment. It was reported through a research article identifying mitraclip that may be related to clip detachment. Specific patient information is documented as unknown. Details are listed in the attached article: effects of levosimendan in patients with severe functional mitral regurgitation undergoing mitraclip implantation. No additional information was provided.